Manufacturer narrative:
Correction: h6 (annex g). Investigation evaluation. It was reported that the distal end of a ngage nitinol stone extractor basket detached and could not be opened during a stone removal procedure. A customer provided photo shows a basket wire detached from the basket sleeve. The device was not tested prior to use and was unable to retrieve any stones. The user changed to a new same device to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. A document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection of the device were conducted. One ngage nitinol stone extractor was returned to cook for evaluation in an open package with label. Upon inspection, wires of basket formation were pulled free from support sheath. The shrink tube and glue that secures the basket to the basket sheath had not held the two components together. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search identified one other complaint associated with the reported device lot for the same failure. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t_shef_rev1; the IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, a cause had not been determined. The basket assembly is manufactured by a supplier and a non-conformance investigation was created to investigate the issue. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1- customer (person) information: line 2: (B)(6)// phone: (B)(6). G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the distal end of a ngage nitinol stone extractor basket detached and could not be opened during a stone removal procedure. A customer provided photo shows a basket wire detached from the basket sleeve. The device was not tested prior to use and was unable to retrieve any stones. The user changed to a new same device to complete the procedure. A related complaint from the same customer for a different patient is reported under patient identifier (B)(6). As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.